Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was reported that the sensor insertion site was at the arm and that the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). Additionally, it states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported events cannot be confirmed and a root cause cannot be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire detached from the sensor pod and was in the patient's skin. The transmitter was not attached to the sensor pod when it was removed from the body. The sensor was inserted at the patient's arm on (B)(6) 2015. No additional event or patient information is available.